Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that her husband had experienced hyperglycemia. The customer's blood glucose level was 410 mg/dl at the time of the incident. The customer was assisted with troubleshooting for high blood glucose. The customer was not alleging that the insulin pump was under delivering. The customer's other blood glucose level was 500 mg/dl. The customer was treated with insulin pen. The customer was unable to complete the troubleshooting. The insulin pump will not be returned for analysis.